Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument arm drape accessory white adapter part detached and became unusable during the arm replacement process. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "dislodged adapter". The accessory was found to have a dislodged adapter. Upon inspection, the instrument sterile adapter plate was found to be dislodged from the retainer. The instrument sterile adapter did not exhibit any obvious signs of physical damage. The sterile adapter plate was reseated back into the retainer, and the instrument arm drape was then placed on the in-house sp system for functional testing. All four magnets were attached to the system without any issues and all four sterile adapters successfully engaged on the arms. Initial fa was confirmed by the failure analysis engineer. The drape exhibits a dislodged sterile adapter plate on one of the four instrument sterile adapters. The root cause of the dislodged adapter plate is typically attributed to manufacturing. There were no additional findings with the drape when visually inspected. Probable root cause is attributed to manufacturing.

Event description:
Refer to h11 for follow-up information.